Event description:
The customer reported that a first degree burn was noticed on the pt's anterior thigh where the grounding pad had been applied. The pt is in good condition. No treatment provided.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.